Event description:
Boston scientific received information that during a routine clinic follow up, noise was noted on the pace/sense portion of the right ventricular (rv) lead, which the patient had received one inappropriate anti-tachycardia pacing (atp). Previous pacing impedance measurements were less than 200 ohms. Additionally, undersensing of r-waves was observed. Isometric exercises were performed and rv pace impedance measurements were less than 200 ohms. The physician believed this to be a result of first rib/clavicular crush. The patient with this lead was refusing to endure a replacement procedure. The patient does not require pacing therapy. The physician elected to see the patient and at that time would consider reprogramming tachy therapy off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that several non-sustained episodes were observed in the logbook due to noise. The patient with this device system requested that the device be explanted and the leads to be surgically abandoned. The device was to remain functional until the time of procedure. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned due to decreased pacing impedance measurements, noise and an insulation issue. No adverse patient effects were reported during the procedure.